Manufacturer narrative:
The received device had the cannula assembly deployed. The pod generated an 0x3d 'step sensor asserted before wire driven' alarm. Corrosion was observed on the pcb assembly and a power source was used to download device data. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. A leak test found no signs of leakage in the fluid path; a root cause for the pcb assembly corrosion could not be determined. The bottom and middle batteries had insufficient battery power, but no visible damage was observed. No other damages or manufacturing deficiencies were observed during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 18 mmol/l (324 mg/dl). The pod was worn between 24 and 36 hours on the abdomen. It was noted that the cannula was bent. As treatment for the hyperglycemia, a new pod was applied.